Manufacturer narrative:
Upon reassessment of the reported event based on additional information received, it was determined that the initial report was submitted in error and needs to be voided.

Event description:
Upon reassessment of the reported event based on additional information received, it was determined that the initial report was submitted in error and needs to be voided.

Manufacturer narrative:
(B)(4). Report source- foreign- (B)(6). Concomitant medical products: unknown glenoid component; unknown humeral head. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -01281, 0001825034 -2019 -01282.

Event description:
It was reported that the patient underwent an initial shoulder arthroplasty and is being considered for revision due to unknown reason. No additional information is available to report at this time.